Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was scheduled and this device was explanted and replaced. Lead testing was performed during this procedure and all measurements were found to be within normal limits. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was scheduled and this device was explanted and replaced. Lead testing was performed during this procedure and all measurements were found to be within normal limits. No additional adverse patient effects were reported.